Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the knob broke off of a mobi-c inserter intra-operatively while the surgeon was hitting it with a mallet to install the implant. There were no patient impacts.

Manufacturer narrative:
Corrections in g1 and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed the knob has fractured off the device. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or impacts during use. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported the knob broke off of a mobi-c inserter intra-operatively while the surgeon was hitting it with a mallet to install the implant. There were no patient impacts.